Event description:
The patient reported an elevated blood glucose reading of 421 mg/dl with her normal range being 80-120 mg/dl. She stated her symptoms were thirst and frequent urination and she treated her reading by injecting 6 units of insulin. She said she removed her insulin infusion headset and her site bled heavily. She stated the cannula was "slightly bent." The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.